Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant. During orientation of the device in the lobe of left atrial appendage, it was noted that the sheath adapter was twisted. A replacement 28mm amplatzer amulet left atrial appendage occluder was used to complete the procedure. The patient was reported to be doing good and was discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of sheath adapter being twisted during amulet orientation was reported. The investigation at abbott found that sheath adaptor was twisted at the tubing. No other anomalies were noted on the returned sheath adaptor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One image from field appeared to show reported event. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.